Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet with a contact detach infusion set, including multiple supply and site changes and a manual insulin injection, with one fingerstick value of 543 mg/dl and bleeding noted at a prior site; no device alarms were reported, and an accidental meal announcement was acknowledged. Symptoms included hyperglycemia and feeling warm or flushed, as well as stomach discomfort. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and family member, and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem related to improper or incorrect procedure or method, and implicated the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.